Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes. Device evaluation: visual analysis of the returned device identified: crease fold, opening and underweight. A microscopic analysis was performed which identified a striated edge opening, consistent with use of a surgical tool. Wrinkling are observed in the device however it is not considered a manufacturing defect because it does not come in its original packaging. Based on the device analysis the final assessment is: a striated edge opening on anterior side due to surgical damage.

Event description:
Patient reported a right-side rupture and rippling. Healthcare professional additionally reported "bolster capsular contracture baker grade IV on an unknown side. Device was explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient reported a right-side rupture and rippling. Device remains implanted.

Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Event description:
Healthcare professional additionally reported "bolster capsular contracture baker grade IV on an unknown side. Device was explanted.